Event description:
Oracle ro : 1172023 system failure: force sensor test.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis. Cracked on right plunger case was identified during the physical inspection. Event log history was performed and indicated that force sensor test error was recorded in history. During analysis, the reported issue was unable to be duplicated. Based on the evidence, the complaint was not confirmed. The cause of the reported issue was the customer manipulated the pump during it self-test, by entering the biomed code 2580 customer was able to clear the force sensor test error. Service performed pm maintenance and all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.